Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, (B)(6), using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the german guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] the unspecified channels: unspecified microbes (8 cfu/100ml, <1 cfu/100ml, 95 cfu/100ml and 56 cfu/100ml) [second time; (B)(6) 2020] instrument channel: unspecified microbes (79 cfu/100ml) suction channel: unspecified microbes (14 cfu/100ml) air/water channel: unspecified microbes (111 cfu/100ml) the unspecified channels: unspecified microbes (35 cfu/100ml, 1 cfu/100ml, and <1 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.